Event description:
During a follow up the device gave an error message to re-initialize. The device was successfully re-initialized and then changed out.

Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the memory content showed that the eri status was triggered on (B)(6) 2017 on the day of the explantation, most likely due to influences of a cold temperature environment. Further analysis of the memory content showed a normal and expected device behavior, no resets were documented in the memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. There was no indication of a device malfunction. The battery status was found anticipated after an implantation duration of 84 months. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.